Event description:
Product analysis was completed on the returned lead. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that a fracture has occurred in the coil. However, due to mechanical distortion smoothed surfaces the fracture mechanism cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Pa worksheets were reviewed, remnants of dry body fluids were noted on the connector ring.

Event description:
Patient presented with high lead impedance and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem , corrected data: supplemental #02 report inadvertently left out the generator product analysis results.

Event description:
Product analysis for the explanted generator was completed. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.022 volts, and the memory locations on the generator indicated that 15.325% of the battery had been consumed. The ¿diagvinitialprechange¿ value of 18654 ohms, the ¿diagvinitialpostchange¿ value of 13115 ohms, and the time of change detection (B)(6) 2021 (explant (B)(6) 2021). In addition, the header was partially detached from the pulse generator case, which is not typical in a surgical procedure. It is very likely that the header was separated from the pulse generator case during or after the explant process. This is based on the location of the tool marks observed on the pulse generator case and header. Therefore, this observation/finding is not considered a device failure, but instead the result of extensive manipulation of the product during the explant process. Other than the noted event (visual analysis, partially detached header), there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
The explanted generator and lead were received but product analysis is still underway.